Event description:
After the lens was implanted the doctor noticed that one of the haptics was bent. The lens was removed and replaced.

Manufacturer narrative:
See mdr1920664-2008-00142 for the delivery device used with this lens.